Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and, after the reset, the error did not reappear. The customer successfully started a new sensor session.